Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 11/12/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which does not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported display / screen. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the problem found to be with the power supply board, display passed all testing. Thus no fault found with customer stated problem. Replaced power supply board with a blown fuse f1. Replaced unresponsive keypad. A review of the device history record showed the device had a manufacture date of 11/12/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the assy pwr sply bd pcu1.5 (no shield). A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #: 1120033 for pcu unresponsive keys.

Event description:
The customer reported display/screen. There was no patient involvement.